Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 tested fine, but when put in the tunnel it was smoking, hazy, had a burning smell, and was hot the whole time. This occurred after a few activations, and the toggle had been released. A new unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to (B)(4) for investigation. The lot number could not be obtained, so a lot history record review could not be performed. (B)(4).